Manufacturer narrative:
Exact date unknown, event occurred three weeks ago from the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had difficulty charging the ipg and had to charge the ipg frequently. The patient underwent a revision procedure wherein the ipg was replaced with an MRI compatible device. The patient was doing well post-operatively and the explanted ipg was discarded.